Event description:
It was reported by a veterinarian that the suture would not hold the knots and kept slipping. Upon evaluation of the returned suture, it was noted that the end of the needled segment had a broken end consistent with a knot breakage. The force required to cause the knot breakage could not be determined.

Manufacturer narrative:
(B)(4). Conclusion: two returned used needled suture segments were examined under a stereomicroscope. The end of one of the needled segments had a broken end consistent with a knot breakage. The force required to cause the knot breakage could not be determined. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.